Event description:
It was reported that during a podiatry procedure at the user facility the remb micro drill would stop working when pressure was applied and start working again when pressure was let up. The procedure was completed successfully following a 30 minute to one hour delay, which resulted in the use of additional general anesthesia. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The reported event was duplicated through functional testing by a service technician. Upon disassembly, the technician noted widespread corrosion in the device.

Event description:
It was reported that during a podiatry procedure at the user facility the remb micro drill would stop working when pressure was applied and start working again when pressure was let up. The procedure was completed successfully following a 30 minute to one hour delay, which resulted in the use of additional general anesthesia. No other medical intervention or adverse consequences were reported.